Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients' profiles were not shown on the device. The technical support specialist (tss) performed a full synchronization on the station and contacted the customer to verify if the issue persisted. Customer confirmed that the issue was resolved after the full synchronization. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the patient is not showing on station. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Correction: section h (imdrf annex g grid). A supplemental MDR was submitted to reflect the correct (imdrf annex g grid).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was not showing on station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.